Event description:
It was reported while using bd syringe 3ml ll w/ndl 22x1 rb foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: reported issue: dirt on needle and in the syringe. Additional information received 10-nov-2022. Do you know the date of event? (B)(6) 2022. Do you know the qty of product that actually had the dirt on the needle and inside the syringe? One. Was there any use on patients? No.

Manufacturer narrative:
Investigation summary: it was reported there was dirt on the unit received. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly, the plastic shield removed, and connected to a syringe. The plastic shield has a black speck. No other defects or imperfections were observed. A device history record review was completed for provided material number 309572, lot number 2116965. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2116965 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.